Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level was 600 mg/dl and a manual injection was administered to address the bg. A supply change was performed to resolve the occlusion alarms.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.